Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the ureter during a uteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with this device. There were no patient complications reported as a result of this event.